Event description:
User alleges they had one event of the needle becoming disengaged from the hub, leaving 1/4" or so of the cream colored epoxy exposed out of the patient deltoid muscle. The clinician pulled the needle from the patient and disposed of in a sharps container. No injury to clinician or patient.

Manufacturer narrative:
Results evaluation: smiths medical asd, inc. Is unable to fully evaluate this report as there was no sample for evaluation. The user facility gave one device manufacturing lot as a possible lot number. Review of the related manufacturing records show no problems noted. Review of complaints database show no similar reports on the possible lot numbers of needle used in the possible finished good lot number. Terumo medical copr is the supplier of this needle. They have been notified of this event. Further evaluation will not be possible without the actual event sample.